Event description:
Complainant alleged that during patient use, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared. Information regarding outcome of the patient was not provided, however no adverse patient sequelae was reported.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the front cover was cracked and the load plate cover was torn. The physical damages found during visual inspection are not related to the reported complaint. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 4/2011). A review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that several ua7 faults occurred on the reported event date of (B)(6) 2014. The archive also shows that user advisory 12 (lifeband not present occurred) and user advisory 20 (position out of range (no unwind)) faults occurred on the reported event date, however these user advisories (uas) are unrelated to the reported complaint. Upon power up of the platform, a ua7 was observed. Functional testing could not be performed due to the user advisory (ua). Furthermore, the load cell characterization testing was performed, which indicated that load cell module 1 was not functioning properly. Based on the investigation, the parts identified for replacement were the load cell module 1, front cover, and the load plate cover. In summary, the reported complaint was confirmed based on the archive review and functional testing. The fault was found to be due to the defective load cell module 1. The physical damages observed during visual inspection are unrelated to the reported complaint. The root cause for ua12 and ua20 faults could not be determined. However, per the autopulse maintenance guide (p/n 11653-001), ua12 is an indication that the lifeband is not properly installed. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.